Event description:
The initial reporter received a questionable ldl-cholesterol gen.3 result from one patient sample tested on the cobas c 503 analytical unit. On (B)(6) 2025: the initial result from the module was 1.39 mmol/l. The repeat result at 1:2 dilution was 0.956 mmol/l with a final calculated dilution result of 1.912 mmol/l. The repeat result at 1:10 dilution was 0.173 mmol/l with a final calculated dilution result of 1.73 mmol/l. On (B)(6) 2025: the repeat result from the module was 1.96 mmol/l. On (B)(6) 2025: the repeat result from an architect analyzer was 4.44 mmol/l.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
B7 other relevant history was updated. The investigation included a review of the data set provided by the customer: the ldl cholesterol gen.3 calibration and qc results were within the specified ranges. The alarm trace contained multiple aspiration errors and an insufficient sample error. Based on the information provided, the investigation determined that the event was consistent with a typical fredrickson type iii (hyperlipoproteinemia type iii). Typically, cholesterol and triglycerides are approximately equal, and there's a discrepancy between total cholesterol and ldl+hdl due to a high proportion of remnant ldl (b-vldl), which is intentionally masked in a direct ldl test. The hdl is typically low. The architect analyzer's result obviously masks vldl less effectively than roche's ldl cholesterol gen.3, which is why it (incorrectly) measures ldl at a higher level, yet the total cholesterol still doesn't match the hdl+ldl result. A general reagent problem was ruled out, as the calibration and qc results are acceptable. The investigation did not identify a product problem based on the provided data.